Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause for the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a posterior flail. One clip was implanted without issues. To treat the flail and further reduce mr, a second clip was implanted laterally of the first clip. However, after the clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was then implanted for stabilization. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.